Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Device evaluation found distal fiber breakage, light transmission failed , bad image was noted. In addition, dents on distal edge, cracks on video connector were noted. Based on the results of the investigation, it is likely that the following led to the malfunction: the scope light was very dull, even on the highest setting due to the distal fiber breakage likely due to dents on distal edge and light transmission failure. A definitive root cause could not be conclusively identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a very dull light, even at the highest light. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a very dull light, even at the highest light. There were no reports of patient harm.